Event description:
The pt reported that he has been experiencing pain for the past several months, especially when putting weight on right hip.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted, however, believes them to be either rejuvenate or abg ii. Add'l info has been requested and if received, will be provided in a supplemental report.